Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display was blank, however the push buttons were on. It was identified that the cause was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of the patient¿s liberty select cycler went blank during the patient¿s peritoneal dialysis (pd) treatment. The patient was in dwell 6 of 6 at the time of the event. The cycler was turned off and back on and the screen remained blank, however the ¿stop¿ and ¿ok¿ keys lit up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn confirmed that there was no change in the patient¿s status as it relates to the reported event. The patient completed treatment on the day of the event, as well as in the absence of the cycler, utilizing manual exchanges. There was no effect on outcome as it relates to the reported event. The machine was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.